Event description:
As reported for this event by the customer, the device yielded no image. There is no reported harm to any patient or persons.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to d4 and d8 as this information was inadvertently not included in the initial medwatch report. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s probable the loss of image was from the electric board and signal wire failing due to disconnection caused by a twist in the cable or water intrusion. The root cause of this event unable to be identified. Additionally, the following was found during the device evaluation: water intrusion and endoscope mount deposits in the camera head, and the cable was twisted. These defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information from the initial reported noted that the reported event (loss of image) was found prior to the procedure. There was no patient harm or consequence reported as a result of this event.